Manufacturer narrative:
This report contains supplemental information for mentor asr reference number ip-00091423. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. On (B)(6) 2019, date of explant was provided and information was updated from (B)(6) 2017 to (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample some creases were observed on the anterior and posterior view. Leak testing revealed a tear within the crease noted in the posterior aspect measuring approximately 0.2 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number ip-00091423. It was reported that a (B)(6) female patient underwent primary breast augmentation with a 550cc mentor smooth round moderate plus profile and was presented with breast implant deflation on the left side postoperatively. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample some creases were observed on the anterior and posterior view. Leak testing revealed a tear within the crease noted in the posterior aspect measuring approximately 0.2 cm. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. He reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).